Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6008344 have already been previously tested in the complaint (B)(6) on 23-mar- 2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6008344 was manufactured according to the work instruction (wi) version 115 manufactured in the line 1, on 25/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008344 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The event occured within three hours off insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.